Event description:
A customer reported an "error 2" message with the freestyle libre 2 reader. The customer was therefore unable to obtain glucose readings and became hypoglycemic, subsequently losing consciousness. The customer was provided unspecified treatment by a third-party, and glucose 70% via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for the precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Built-in reader test was performed. The reader test passed. ER-2 message was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error 2" message with the freestyle libre 2 reader. The customer was therefore unable to obtain glucose readings and became hypoglycemic, subsequently losing consciousness. The customer was provided unspecified treatment by a third-party, and glucose 70% via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.